Event description:
During endoscopy exam, the portion of the table which supports the pt's trunk gave way. The pt was supine and landed with her head on the floor and her body at approximaterly a 45 degree angle. The procedure was stopped, the pt transferred to a stretcher and procedure completed without further complication. The following day the pt presented to the emergency room for increased back and leg pain. Upon examination, the extender rod broke/sheared off at the attachment to the table bottom.